Event description:
This lead was implanted on (B)(6) 2012 and remains implanted until this time. The information was received on january 17, 2013. Patient seen as an inpatient with 12 lead ECG showed loss of ventricular capture with underlying rate at 48 bpm. Assessment showed capture threshold had increased to 3.6v @ 0.4ms, and 2.6v@ 1.0ms. Output was increased to 6.0v@1.0ms. Patient was being sent for chest xray and they were going to discuss possible lead repositioning. The doctor was dr. (B)(6) at (B)(6), canada. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).